Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, parity 2, hypertension and neck stiffness. Concurrent conditions included genital bleeding, chest pain, pulmonary embolism, muscle pain, pleuritic pain, abdominal cramps, endometrial thickening, urinary tract infection, headache, photosensitivity reaction nos and fever. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain") and device extrusion ("extrusion") and was found to have weight increased ("weight gain"). At the time of the report, the perforation, autoimmune disorder, pelvic pain and device extrusion outcome was unknown. The reporter considered autoimmune disorder, device extrusion, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: device information: reason for implantation: desires sterilization, abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): arteriogram: on (B)(6) 2012: exam is positive for pulmonary embolism in lower lobe branches of the pulmonary arteries bilaterally. There are airspace changes at the lung bases bilaterally as well.. Pregnancy test: on (B)(6) 2012: pregnancy test: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, parity 2, hypertension and neck stiffness. Concurrent conditions included genital bleeding, chest pain, pulmonary embolism, localised muscle pain, pleuritic pain, abdominal cramps, endometrial thickening, urinary tract infection, headache, photosensitivity reaction nos and fever. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), device extrusion ("extrusion") and autoimmune disorder (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). At the time of the report, the perforation, pelvic pain, device extrusion and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device extrusion, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: device information: reason for implantation: desires sterilization, abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): arteriogram - on (B)(6) 2012: exam is positive for pulmonary embolism in lower lobe branches of the pulmonary arteries bilaterally. There are airspace changes at the lung bases bilaterally as well.. Pregnancy test - on (B)(6) 2012: pregnancy test: negative. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.